Manufacturer narrative:
A maquet field safety technician was on site and investigated the unit in question. The technician troubleshooted the device and could confirm the problem with the flow stop. According to fst most probable root cause could be determined as a user error due to wrong setting from parameters of the device. The technician used the device for training in different modes and no problem was noticed. Therefore the failure could not be reproduced. Thus the failure could be confirmed, but no product related malfunction. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
(B)(4). During a patient treatment, a flow stop occurred while using the cardiohelp device.the cardiohelp device was exchanged. It was no harm or injury to the patient reported.